Event description:
Laparoscopy- "user declared improper closing of the bag. Possible risk of contamination and or loss of the specimen being retrieved." Patient status: ok.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate action as necessary. This document represents our final report.

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.